Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture date: monitor: 12/01/2015; electrode belt: 05/04/2012.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient experienced a defibrillation event consisting of one shock. The patient received an inappropriate treatment at 4:58 am on (B)(6) 2019 while in supraventricular tachycardia (svt) at 170 bpm with pvc's and motion artifact. The post-shock rhythm was sinus tachycardia at 130 bpm with pvc's and motion artifact. It was reported that the patient was in the hospital at the time of the treatment event. The response buttons were not pressed during the event. Svt contributed to the false detection. The device was last shutdown at 11:13:55 on (B)(6) 2019. The patient later passed away early in the morning around 1:00 am on (B)(6) 2019, and was not wearing the lifevest at the time of death.